Manufacturer narrative:
The shock portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade procedure, the rate/sense portion of this lead was capped due to high pacing impedance measurements and high threshold measurements. No adverse patient effects were reported.